Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -08.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim# (B)(4).